Event description:
It was reported that approximately 71 months after a right total knee replacement procedure, the patient may underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
B4: corrected.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect clinical codes.

Event description:
Legal case- USA. Patient ID: (B)(6). It was reported that approximately 71 months after a right total knee replacement procedure, the patient may underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6) 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups. (B)(6) 188-00-08 - wedge plasma s/o sz 8. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm.